Manufacturer narrative:
(B)(4). Event and explant dates: - unknown month and day in 2019. Concomitant medical products: vngd ps open por fmrl rt 72.5; p/n: 184513, l/n: 254620; biomet finned pri stem 40mm; p/n: 141314, l/n: 782720; bmet regenx pri tib tray 79mm; p/n: 141275, l/n: 740880; e1 vngd ps tib brg 79/83x10; p/n: ep-183660, l/n: 288270; kne-vanguard-patellas-unk; p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01425, 0001825034 - 2020 - 01428, 0001825034 - 2020 - 01429, 0001825034 - 2020 - 01430, 0001825034 - 2020 - 01431. Product location is unknown.

Event description:
It was reported after the patient's first revision, the patient underwent a two-stage revision procedure on an unknown date due to infection. All components were removed and replaced with anti-biotic cement spacers. The patient was re-implanted with permanent product at a later date. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the revision procedure found patient presents for removal of spacer post infection and implantation of competitor products. No intraoperative complications noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.